Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm. Her blood glucose level was 260 mg/dl. The customer reported she had an adverse event but it had nothing to do with the insulin pump. The customer did not want to return the product. Nothing further to report.